Event description:
During troubleshooting for an unrelated alarm during dwell three of four on a homechoice (hc) machine, it was reported that the home patient (hp) had restarted therapy without changing out the supplies. The hp stated that she had followed the instructions in the patient at home guide and was in initial drain but the technical service representative (tsr) found that the hp reused supplies. The tsr assisted the hp in ending therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.